Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant there was difficulty with placement due to patient anatomy. It was then noted the lead dislodged once placed. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.